Event description:
Patient developed an early ulceration at the incision site post peroneal tendon repair with orthadapt augmentation, followed by a second ulceration 10 weeks later. The bioimplant was explanted approximately 12 weeks post-implant.

Manufacturer narrative:
The physician indicated that at the time of explant the bioimplant was intact and there were no signs of incorporation with the tendon. No further information was available. The product was not returned to the manufacturer for evaluation. Due to the lack of information, the root cause of the event cannot be determined; however, proper technique of graft fixation, infection, and improper footware are possible contributors to the event. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.